Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted, pump received with minor scratched display window, broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer says he was out in rain but device was in pocket and it was dry. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined fluid in pump troubleshooting.